Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported endoscope communication error (e238) and e380 during inspection prior to use involving an olympus gynecologic laparoscope. There was no patient injury reported.